Event description:
A 63-year-old male was having bilateral total knee reconstruction procedure. After radiopaque bone cement was applied and torniquet removed, it was noticed the pt became agitated and had to vomit. Shortly after, the pt went into cardiac arrest and was coded. The pt's condition is non-responsive and he is presently on a ventilator in the medical intensive care unit.